Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample showed that the effluent pump segment was disconnected from the set support plate, which allowed the reported leakage. A non homogenous mark of solvent was visible on the tubing of the pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be related to the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration (cvvhdf) treatment using a prismaflex st150 set, an external leak occurred and it was noted that "there was air coming into effluent bag". The leak was found at the "effluent loop at back of set." Additionally, it was reported that the "effluent loop had completely detached from the plastic". Therapy was discontinued. There was no patient injury or medical intervention reported. No additional information was available.